Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: a small amount of lens segment returned in the lens case. Solution is dried on both surfaces of the segment. The remaining lens is not returned. We are unable to determine the root cause for the reported complaint broken implant. The returned iol segment shows evidence of possible handling by the customer due to the presence of solution dried on the segment. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. (B)(4).

Event description:
A physician reported a broken intraocular lens (iol). Additional information has been requested.